Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the haptic was stuck inside the cartridge. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The company cartridge was returned with a lens advanced into the cartridge tip. The lens was broken into pieces. There was evidence a plunger underride occurred. Viscoelastic was observed in the cartridge. The company cartridge was cleaned for further evaluation. Top coat and base coat dye stain testing was conducted. No coating was detected. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported ¿lens stuck¿ was determined to be manufacturing related. The returned company cartridge did not meet specification for base and top coat. No batch information was provided by the complainant. Device history records could not be reviewed. The most likely potential root cause was identified as the processing of uncoated cartridges for an ad hoc inspection at a cosmetic inspection workstation. This inspection is performed on raw cartridges before they are loaded. A contributing factor was the failure to perform line clearance prior to conducting the cosmetic inspection of the unknown complaint batch. Device history records could not be reviewed because the complainant did not provide any batch information. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.